Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a patient. Doi and the initial pressure setting are unknown. During implantation surgery, ventricular enlargement was noted. On (B)(6) 2016, the device was replaced with the new product 82-3842 due to shunt malfunction. The patient's condition was improved after the revision. The surgeon requested to investigate whether the valve was occluded or defective. The patient information (gender, age, initials) was not provided by hospital.

Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 30mmh2o. The valve was hydrated for 24 hours. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The catheters were irrigated, no occlusion was noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the ruby ball and on the seat of the ruby ball. Review of the history device records confirmed the valve product code 82-3842, with lot ctncjr, conformed to the specifications when released to stock in 21st december 2015. The root cause of the problem reported by the customer could be due to the biological debris found on the ruby ball, and on the seat of the ruby ball, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.